Event description:
Received information the patient experienced a loss of therapeutic effect. The patient has issues with her frequency at night and in the morning hours. Stated the "leaking" is under control but the frequency seems worse. It varies how often she gets up at night, sometimes 3 times and others up to 10 times, between a period of "2am to 6am." This occurred following a position change. She does not feel the stimulation in the perineum as much when she lays down. Patient was encouraged to keep a log of when the stimulation is off for a couple days versus a log of when the stimulator is turned on. Patient will try this to see if frequency changes when the stimulation is on. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).